Event description:
A patient reported experiencing inaccurate high results with a sse meter. The patient's blood glucose results were not given (to lab). Tests were done within 10 minutes with a difference of > 20%, per reported issue notes. Patient did not experience any adverse events. No further information has been reported.